Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the unicel dxi 800 access immunoassay system and access accutni calibrator. An initial result of 1.395 ng/ml was obtained and released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer retested an un-centrifuged sample, on the same instrument, in duplicates, and obtained a value of 0.051 ng/ml. Retest of a centrifuged aliquot produced a result of 0.033 ng/ml, which was reported to the hospital. All system parameters including quality control (qc), calibration curves and system checks were performing within assay and instrument specifications at the time of the event. No system issues were noted. The instrument was in operation.